Event description:
User called initially to report a pdm alarm. States that she is in the hospital because she has had elevated bg readings while on product for three days. Attempted pdm reset to no avail. Patient returning pdm for evaluation.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.